Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assembly. The pump was also received with moisture damage on motor home switch. No vibration or constant tone anomaly noted. The pump was received with cracked corner display window, scratched on lcd window and cracked reservoir tube. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported of moisture damage from the insulin pump. The customer's blood glucose reading was 7.2 mmol/l. The customer stated that they jumped into the pool and there is fluid in the pump. The customer reported that the pump vibrated without an alarm or alert. The customer stated that the display went blank immediately after the pump was exposed to moisture. The customer stated that there is a constant tone occurring. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.